Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, a reporter for the lay-user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch ultra2 meter would not power on. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged power issue began when the patient first started using the meter around 10 days prior to contacting lfs. The reporter informed the cca that the patient is receiving dialysis for stage 5 kidney failure and claimed she does not take any diabetes medication; the reporter indicated the patient¿s blood glucose is usually low. The reporter claimed the patient was unable to test her blood glucose due to the alleged issue and on the evening of (B)(6) 2021, she developed "low sugar;" she reportedly "fell down" not realizing her blood glucose was low. The reporter claimed the patient was treated by another person with glucose gel followed by a peanut butter sandwich. At the time of troubleshooting, the cca noted there was no indication of misuse to the device. The cca noted the meter would not power on manually when the power button was pressed or when a test strip was inserted. The cca documented that based on the information provided, the batteries did not needed replacing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was unable to test her blood glucose due to the alleged power issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged issue began.